Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that the device stopped ventilating during anesthetic procedure. The device was replaced. No patient injury reported.

Manufacturer narrative:
The manufacturer has evaluated the log file and has found two log entries on the reported date of event which are in relation to the reported stop of ventilation. First one is indicating speed deviations (motor slow) and the second one a stalling of the motor, finally. Solely based on the log analysis the root cause for the stalled motor could not be determined. The device has responded to a detected malfunction as specified by shutting down automatic ventilation accompanied by a corresponding alarm. In this case manual ventilation remains possible and monitoring is still functional. Reportedly, no patient consequences have occurred. It is recommended to check the motor and if required to replace it. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating during anesthetic procedure. The device was replaced. No patient injury reported.